Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection revealed the device was returned in unsealed original packaging and used. The blue split cannula, anchors, and suture were returned with the device. The anchor are detached from the device and t2 appears to have been cut from the suture. The needle appears bent from manufacturer intended position. The device is in the fully actuated position. A functional evaluation revealed the actuator functioned as intended. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during meniscus procedure using ultra fast-fix assembly - curved, t2 fall off when deployed t1. The procedure finished with a smith and nephew backup device. Surgical delay less than or equal to 30 minutes. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.